Event description:
It was reported that one day post implant this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance measurements measuring greater than 125 ohms. Technical services (ts) discussed possible causes at that time. Recently, upon interrogation, this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) had recorded a code 1005, indicative of an open circuit condition detected upon shock delivery due to a high out-of-range shock impedance measurement greater than 125 ohms. Additionally, the patient received one inappropriate shock due to supraventricular tachycardia (svt). Ts recommended to evaluate the device and lead system integrity and to consider a replacement of the lead. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this implantable cardioverter defibrillator (ICD) system was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that one day post implant this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance measurements measuring greater than 125 ohms. Technical services (ts) discussed possible causes at that time. Recently, upon interrogation, this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) had recorded a code 1005, indicative of an open circuit condition detected upon shock delivery due to a high out-of-range shock impedance measurement greater than 125 ohms. Additionally, the patient received one inappropriate shock due to supraventricular tachycardia (svt). Ts recommended to evaluate the device and lead system integrity and to consider a replacement of the lead. At this time, the system remains in service. No adverse patient effects were reported.